Event description:
Additional information received and stated that, the patient had poor vision and glare. The clinical reason or explant was mentioned as patient did not adopt to multifocal iol.

Manufacturer narrative:
Additional information provided in b.5., and h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. There are two medical device reports associated with this patient. This report is for right eye. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that, following an intraocular lens (iol) implant procedure, images were not clear and sharp, was unable to drive in the dark as the edges of the road blended in the side walk, the pedestrians and the trees blended in together and could not see the difference. In addition halos around all lights during the day and night, reading was also difficult because the letters were not sharp and clear and unable to see anything sharp and clear. Approximately after six months, the iol was explanted with another lens in a secondary procedure. There are two medical device reports associated with this patient. This report is for left eye.